Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure for atrial fibrillation, the farawave catheter was selected for use. While navigating toward the left superior pulmonary vein, the catheter was switched from the flower to the basket configuration, and the wire was advanced. However, resistance was encountered, and it was observed that the wire was stuck within the catheter. Both the catheter and wire were removed and replaced. The procedure was completed successfully without any complications for the patient. The device is not expected to return due to disposal.